Event description:
It was reported that a clearlink, non-dehp solution set was leaking from the lowest y-site luer lock. This issue was further described as, ¿the lowest y-site luer was not sealed over, allowing the tubing to not be sealed closed which resulted in fluid flowing out of the set¿. This event occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.